Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 22apr2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed off the 3main pyxis refrigerator. A field service engineer found that the fridge door was failing to close properly due to a misaligned door hasp. The field service engineer realigned the hasp to resolve the issue and logged into the hta system to test the door functionality. The door now opens and closes smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the remote manager was failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.